Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove and difficult to advance were confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed because the lot number was not provided. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, return device analysis noted that the tip of the guide catheter was kinked and bunched. It is likely that the catheter damage impacted the guide wires maneuverability, resulting in the reported difficulty during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
D4 - lot # is not available as it was not recorded. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right external and common iliac arteries with heavy calcification, mild tortuosity and 100% stenosis. A 6fr sheath and the command 18 guide wire were used to cross the iliac chronic total occlusion (cto) and a non-abbott support catheter was used. After getting 2/3 of the way through the cto, the command guide wire became stuck in the support catheter with the radiopaque tip outside the support catheter and the devices had to be removed together, losing access on the right side of the patient. The procedure was completed using the left side access. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided,.